Event description:
It was reported that the patient developed a "stomach problem" beginning in 2008. The patient's primary doctor tried to solve the problem but was unsuccessful and referred the patient to a gastroenterologist. The gastroenterologist performed several tests and used several medications but was also unsuccessful. The reporter stated that the patient began to "lose his right mind" and was "acting like he was crazy by talking nonsense things." Also, the patient's stomach was "so bloated and big as if it is a 9 months pregnant stomach." The patient was referred to a neurologist who also did some testing. An MRI showed an abnormal result, however, this result was not provided. The reporter asked the doctor to check the placement of the catheter and the doctor stated that the catheter was still attached in 2009. In 2010 the pump was replaced and the procedure took much longer than expected due to cleaning of scar tissue in the pump site. During the procedure the doctor found that the catheter was completely disconnected from the pump and "worn out." Following the replacement the patient continued to experience discomfort, bloated and swollen stomach, and altered mentality that worsened due to the enlargement of his belly. The reporter stated that no help was given about this problem and the doctor could not find the cause of it. The device system was used to deliver baclofen. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).